Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm needle through catheter on (B)(6) 2024, at 08:48 hours, the patient was undergoing a pet-CT for a rectal malignancy, and while the nurse was placing tubes, the steel needle in the intravenous (IV) indwelling needle punctured the IV indwelling needle hose when a closed IV indwelling needle was being used, which did not result in any harm to the patient.

Event description:
No additional information provided.

Manufacturer narrative:
DHR/bhr review lot# 3080088: the products of this batch were assembled at intima ii auto line 2 in april 2023, and packaged at r240 package line in april 2023. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective samples and photos have been received for the complaint. The retained sample of this batch is taken for related functional tests: penetration force test and needle removal force test. The test results show that they all meet the product specifications. Attachment pr#(B)(4) for the test reports. Needle through catheter during puncture process may be related to the product quality (including the needle tip penetration force, catheter tip penetration force, catheter drag force and needle removal force), the skin and vein conditions of the patient, and the puncture method. According to the experience of previous market visits, it is recommended that: before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion, attachment pr#(B)(4) for the operational view. Insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not multiple punctures. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the usage of the sample is unknown, so the root cause of needle though catheter cannot be determined.